Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the filament driver and the generator interface printed circuit boards and adjusted the 5vdc system. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a filament regulator error message. No pt injury was reported.